Event description:
It was reported, the patient was seen in the clinic for a refill on 2013 (B)(6) and the hcp was unable to access the port to refill. Fluoroscopy image revealed a flipped pump in the device pocket. It was planned to schedule the patient for surgery to flip the pump and suture it down. The patient status was alive, no injury, no adverse event. It was later reported, the patient had surgery on 2013 (B)(6) to flip the pump back over. The physician opened pocket and found the pump out of the mesh pouch in the pocket. The catheter access port was accessed and was slow to aspirate. The pump reservoir was aspirated. The expected volume was 4.4 ml, the actual was 6.0 ml. The pump was refilled and placed in a new mesh pouch and sutured down in the pocket. The pump dose was increased to 0.04 mg/day. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8 596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. It was noted that an MRI performed on (B)(6) 2013 confirmed a flipped pump. There were no signs and symptoms associated with the event. The patient did not require hospitalization and the patient outcome was reported as no injury.